Manufacturer narrative:
Batch review performed on 8 july 2024. Lot 177349: (B)(4) items manufactured and released on 28-feb-2018. Expiration date: 2023-02-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain due to a loose stem and the cause of the loose stem is unknown. At about 6 years and 1 month post primary the surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.